Event description:
The patient's daughter reported her father went into the hospital for hyperthyroid problems, which had affected his heart rhythms. Someone was guided over the phone to make changes to his device. Once those changes were made, the patient died. She alleges it was because these changes were made that her father died. Information subsequently received from the physician reported cause of death to be cardiac, vf (ventricular fibrillation). The patient's death was reported not to be device or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found. The patient's daughter reported her father went into the hospital for hyperthyroid problems, which had affected his heart rhythms. Someone was guided over the phone to make changes to his device. Once those changes were made, the patient died. She alleges it was because these changes were made that her father died. Information subsequently received from the physician reported cause of death to be cardiac, vf (ventricular fibrillation). The patient's death was reported not to be device or lead related. No conclusion can be drawn other (an appropriate device code cannot be identified).